Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated total human chorionic gonadotropin hcg (thcg) results were obtained on two patient samples on an advia centaur xpt analyzer. Quality control (qc) were in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit. During the visit, the cse inspected the instrument, proactively replaced and aligned reagent probe1 (r1) and reagent probe1 (r2) and verified the operation of the instrument. Subsequently, the cse replaced luminometer assembly, base pump, fluidics giob, 4 pinch valves, 2-way valves, 3-way valves, vacuum regulator, waste reservoir bottle tubing and waste reservoir cap. Next, the cse cleaned waste reservoir bottle and fittings, calibrated vacuum and verified operation of the instrument by running patient samples, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated total human chorionic gonadotropin (thcg) results were obtained on two patient samples on an advia centaur xpt analyzer. The initial results were not reported to the physician. The samples were reprocessed on an original analyzer and obtained lower results. The repeat results were considered correct and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00065 on 21-feb-2025. Additional information (06-mar-2025): in addition to the service activities mentioned in the initial report, a siemens customer service engineer (cse) decontaminated the analyzer, and replaced the wash separation manifold and acid pump. Siemens further evaluated the event and concluded that the issue with the vacuum caused the falsely elevated total human chorionic gonadotropin (thcg) results. Component code and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.